Event description:
Customer reported the system is displaying "collimator cal required" and "filament cal required" messages upon boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the generator calibration files. System operates as intended.